Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5034879) in united states on 09-apr-2014 which refers to herself, a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced weight gain, easy bruising, facial hair growth, hair loss, swollen glands, ringing in the ears, high blood pressure, numbness in hands feet and thighs, nausea, bloating, dry skin, acne, gastro issues, back pain, anemia, migraines, headaches, painful ovulation, sharp pelvic pain, long menstrual cycles, excessive painful bleeding, excessive painful bleeding, chronic pelvic pain, discharge, ovarian cyst, and breast cyst. No information given on consumer's history, past drugs and concurrent conditions. It was not reported whether the consumer received any concomitant medication. In 2007 the consumer had essure (ess205) (fallopian tube occlusion insert), lot number 623640, inserted. In 2007, consumer had several problems since essure placement: excessive painful bleeding, weight gain, easy bruising, facial hair growth, hair loss, swollen glands, ringing in the ears, high blood pressure, numbness in hands feet and thighs, nausea, bloating, dry skin, acne, gastro issues, back pain, anemia, migraines, headaches, painful ovulation, sharp pelvic pain, long menstrual cycles, excessive painful bleeding, chronic pelvic pain, discharge, ovarian cyst, and breast cyst. The doctor put her back on birth control to manage the symptoms, but it was not taking care of the problem. The relationship between the events and essure (ess205) is not reported. Legal claim received on 12-jul-2016. Plaintiff was implanted on or about (B)(6) 2007. After being implanted with essure, she suffered from severe and permanent injuries. On 29-jul-2016, the case (B)(4) was identified as duplicate of this case and all information was transferred to this case. Another health authority case number was provided: (B)(4). Patient stated that after her son was born, she decided to have the essure birth control placed. She started developing health problems almost immediately, such as: memory problems, joint pain, mood swings, random sever sharp like stabbing pain over her ovaries, dental problems (de-calcification of her teeth) and elevated copper levels, after years of problems, lab work and ultrasounds were performed and was told the cause of these problems were due to the essure. In (B)(6) 2014, she had a complete hysterectomy. A year post operation, most of her symptoms resolved themselves. The few that she was left with, she will have to live with and manage with medication for the rest of her life. Company causality comment: this non-medically confirmed spontaneous case report refers is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain/ chronic pelvic pain and excessive painful bleeding. Approximately 7 years later, she underwent a complete hysterectomy. These events are listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and bleedings and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required (implied). A product technical complaint analysis is being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report refers is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain/ chronic pelvic pain and excessive painful bleeding. Approximately 7 years later, she underwent a complete hysterectomy. These events are listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and bleedings and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required (implied). According to the product technical analysis, product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal discharge, pelvic pain, and menorrhagia. Concerning the injuries reported in this case, the following one/ones were reported via social media: fatigue, pain, abdominal pain, hot flush, abdominal pain lower, and abdominal distension. This case was reported via regulatory authority food and drug administration (reference number: mw5034879) on 09-apr-2014 and was forwarded to bayer on 14-apr-2014. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain, chronic pelvic pain") and genital haemorrhage ("excessive painful bleeding") in a female patient who received essure (ess205) (batch no. 623640) for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity. No information given on consumer's history, past drugs and concurrent conditions. It was not reported whether the consumer received any concomitant medication. In (B)(6) 2007, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), increased tendency to bruise ("easy bruising"), hirsutism ("facial hair growth"), alopecia ("hair loss"), lymphadenopathy ("swollen glands"), tinnitus ("ringing in the ears"), hypertension ("high blood pressure"), hypoaesthesia ("numbness in hands feet and thighs"), nausea ("nausea"), abdominal distension ("bloating"), dry skin ("dry skin"), acne ("acne"), gastrointestinal disorder ("gastro issues"), back pain ("back pain"), anaemia ("anemia"), migraine ("migraines"), headache ("headaches"), ovulation pain ("painful ovulation"), menorrhagia ("long menstrual cycles"), dysmenorrhoea ("excessive painful bleeding"), vaginal discharge ("discharge"), ovarian cyst ("ovarian cyst"), breast cyst ("breast cyst"), memory impairment ("memory problems"), arthralgia ("joint pain"), mood swings ("mood swings"), adnexa uteri pain ("stabbing pain over ovaries"), tooth demineralisation ("de-calcification of teeth") and blood copper increased ("elevated copper levels"). The patient was treated with surgery (complete hysterectomy in (B)(6) 2014). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, increased tendency to bruise, hirsutism, alopecia, lymphadenopathy, tinnitus, hypertension, hypoaesthesia, nausea, abdominal distension, dry skin, acne, gastrointestinal disorder, back pain, anaemia, migraine, headache, ovulation pain, dysmenorrhoea, menorrhagia, pain, vaginal discharge, ovarian cyst, breast cyst, memory impairment, arthralgia, mood swings, adnexa uteri pain, tooth demineralisation and blood copper increased outcome was unknown. The reporter provided no causality assessment for pelvic pain, genital haemorrhage, weight increased, increased tendency to bruise, hirsutism, alopecia, lymphadenopathy, tinnitus, hypertension, hypoaesthesia, nausea, abdominal distension, dry skin, acne, gastrointestinal disorder, back pain, anaemia, migraine, headache, ovulation pain, dysmenorrhoea, menorrhagia, pain, vaginal discharge, ovarian cyst, breast cyst, memory impairment, arthralgia, mood swings, adnexa uteri pain, tooth demineralisation and blood copper increased with essure (ess205). The reporter commented: the doctor put her back on birth control to manage the symptoms, but it was not taking care of the problem. After years of problems, lab work and ultrasounds (unspecified) performed, she was told the cause of these problems were the essure. A year post operation (complete hysterectomy), most of her symptoms resolved themselves. The few that she was left with, she will have to live with and manage with medication for the rest of her life. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality safety evaluation of ptc. On 16-nov-2017, new information was received: plaintiff fact sheet was received and new events were reported: dental problems, caused or aggravated any psychiatric and/or psychological condition, and suffering associated with her physical injuries. New events were also reported via social media. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal discharge, pelvic pain, and menorrhagia. Concerning the injuries reported in this case, the following one/ones were reported via social media: fatigue, pain, abdominal pain, hot flush, abdominal pain lower, and abdominal distension. On (B)(6) 2007, the hsg test showed essure devices are in correct position; no spilling. The plaintiff did not claim unintended pregnancy following use of essure. Plaintiff did not claim that she was allergic to nickel or any other component of essure. Plaintiff did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. Lavh was performed and both ovaries were kept. On (B)(6) 2014, the pathology report showed endocervical polyp; secretory endometrium with no endometritis, atypical hyperplasia or carcinoma identified; no cervical intraepithelial neoplasia or carcinoma identified; and bilateral fallopian tubes with no diagnostic alterations. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain, chronic pelvic pain"), genital haemorrhage ("excessive painful bleeding") and back pain ("back pain (stabbing, burning, cramping pain)") in an adult female patient who had essure (ess205) (batch no. 623640) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 and gravida ii. No information given on consumer's history, past drugs and concurrent conditions. It was not reported whether the consumer received any concomitant medication. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("long menstrual cycles"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("discharge") and adnexa uteri pain ("stabbing pain over ovaries"). In 2008, the patient experienced back pain (seriousness criteria medically significant and intervention required), the first episode of anaemia ("anemia") and thyroid disorder ("thyroid problem"). In 2014, the patient experienced fatigue ("tired from the little things (post-op)"), hot flush ("hot flashes (post ¿op)"), abdominal pain lower ("cramping (post-op)") and the first episode of abdominal distension ("bloating full feeling (post-op)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), increased tendency to bruise ("easy bruising"), hirsutism ("facial hair growth"), alopecia ("hair loss"), lymphadenopathy ("swollen glands"), tinnitus ("ringing in the ears"), hypertension ("high blood pressure"), hypoaesthesia ("numbness in hands feet and thighs"), nausea ("nausea"), the second episode of abdominal distension ("bloating"), dry skin ("dry skin"), acne ("acne"), gastrointestinal disorder ("gastro issues"), the second episode of anaemia ("anemia"), ovulation pain ("painful ovulation"), dysmenorrhoea ("excessive painful bleeding"), ovarian cyst ("ovarian cyst"), breast cyst ("breast cyst"), memory impairment ("memory problems"), arthralgia ("joint pain"), mood swings ("mood swings"), tooth demineralisation ("de-calcification of teeth"), blood copper increased ("elevated copper levels"), the first episode of tooth disorder ("dental problems"), hypothyroidism ("thyroid was off - hypothyroidism"), pain ("that part hurt like hell"), abdominal pain ("stabbing abdominal pain") and the second episode of tooth disorder ("dental problems"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, menorrhagia, alopecia and headache was resolving and the genital haemorrhage, weight increased, increased tendency to bruise, hirsutism, lymphadenopathy, tinnitus, hypertension, hypoaesthesia, nausea, the last episode of abdominal distension, dry skin, acne, gastrointestinal disorder, the last episode of anaemia, migraine, ovulation pain, dysmenorrhoea, vaginal discharge, ovarian cyst, breast cyst, memory impairment, arthralgia, mood swings, adnexa uteri pain, tooth demineralisation, blood copper increased, hypothyroidism, fatigue, pain, abdominal pain, hot flush, abdominal pain lower, the last episode of tooth disorder and thyroid disorder outcome was unknown. The reporter provided no causality assessment for acne, adnexa uteri pain, alopecia, arthralgia, back pain, blood copper increased, breast cyst, dry skin, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, headache, hirsutism, hypertension, hypoaesthesia, increased tendency to bruise, lymphadenopathy, memory impairment, menorrhagia, migraine, mood swings, nausea, ovarian cyst, ovulation pain, pelvic pain, tinnitus, tooth demineralisation, vaginal discharge, weight increased, the second episode of abdominal distension and the second episode of anaemia with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, fatigue, hot flush, hypothyroidism, pain, thyroid disorder, the first episode of abdominal distension, the first episode of anaemia, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure (ess205). The reporter commented: the doctor put her back on birth control to manage the symptoms, but it was not taking care of the problem. After years of problems, lab work and ultrasounds (unspecified) performed, she was told the cause of these problems were the essure. A year post operation (complete hysterectomy), most of her symptoms resolved themselves. The few that she was left with, she will have to live with and manage with medication for the rest of her life. The plaintiff did not claim unintended pregnancy following use of essure. Plaintiff did not claim that she was allergic to nickel or any other component of essure. Plaintiff did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. Lavh was performed and both ovaries were kept. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure are in correct position; no spilling. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal discharge, pelvic pain, and menorrhagia. Concerning the injuries reported in this case, the following one/ones were reported via social media: fatigue, pain, abdominal pain, hot flush, abdominal pain lower, and abdominal distension. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2018: pfs received. Reporter added. Events ¿anemia, dental problems, thyroid problem¿ added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.